Event description:
When the surgeon tried to insert the 110-4hmt catheter with a stylet, the stylet itself slipped off from the catheter hole and injured the patient's cerebral parenchyma. No other information was provided. Additional information has veen requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.